Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill error while attempting initial therapy on patient. The unit was swapped with another cardiosave and patient was not harmed. Unit was taken out of service and biomed on site was unable to reproduce error. A rental was also sent to the site until a trained technician could investigate autofill error. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) does not produce an autofill error with a patient simulator and 40cc balloon. In system diagnostics, unit passes multiple autofill calibrations. In the fault logs there are multiple fault code 37s with arg 1: 0x2's indicating "catheter extender not attached or kinked, iab port is blocked". Since there was no duplication of this error and customer could not provide catheter used during therapy, the error must have been external to the unit. Fse observed that the executive processor board has a manufacturer date of 1433 indicating it was made in the year 2014, 33rd week, and needs to be replaced. Fse replaced executive processor board (d670-00-0770) and zsusmlca2 mileage 2 ca, reloaded b.17 software, and performed all functional checks to factory specifications. Unit was returned to customer and cleared for clinical use.